Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2022-11-25). The evaluation/investigation confirmed that the ceramic insulation at the distal end of the inner sheath had broken off. The cause of this damage and the breakage of the ceramic insulation is most likely thermal and mechanical induced impact. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed from olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Event description:
The inner sheath was returned to olympus for repair with a damaged ceramic insulation at the distal end which was reported to be dropped off during postoperative cleaning. Thus, no procedure was affected and there was no patient involvement.